Event description:
On 05/28/2009, the patient's wife reported that about one month ago, she noticed that the menu button and up button on the patient's insulin infusion device do not always respond properly. She said she is able to get them to respond again by "playing with the buttons." She said, she has not recently had any issues with the buttons, and they appear to be working. She said his device has not been dropped. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.